Event description:
The complainant had placed an impella rp flex for the support of a patient admitted in for a high-risk percutaneous coronary intervention. Impella rp flex was placed but during the replacement, there was significant blood loss. The bleeding caused a hemoglobin drop so the team gave two units of blood. After 25 hours of support, the team explanted and escalated to venoarterial extracorporeal membrane oxygenation. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual. Section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.